Event description:
Patient reported that they were seen by their orthodontist and provided a letter of recommendation. The orthodontist stated the patient to stop aligner treatment as they are undergoing periodontal therapy at this time. The patient has generalized severe chronic periodontitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.